Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the product in 2009. According to the report, the patient felt that their head was uncomfortable and stayed in the hospital on (B)(6) 2014. The report stated that the CT scan showed ventricular enlargement. Reportedly, the patient underwent the operation on (B)(6) 2014. According to the report, during the operation, the doctor explanted the product and found that the peritoneal catheter was leaking and there was a drainage problem.